Event description:
Customer called to report the pump's driver arms were bent. Customer treated the high blood surgars with a manual injection. The customer stated that the devie was not dropped, bumped, or exposed to moisture.